Event description:
It was reported that the patient had ongoing wound healing issues following the implant procedure. The implant site was not healing and lead erosion occurred. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient received antibiotic wound covering and life vest for two weeks and then the system was replaced. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419588, implantable pacing lead, (B)(6) 2011; d234trk, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).